Manufacturer narrative:
Device not returned. This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. The serial number remains unknown. Therefore, a device history record (DHR) review cannot be done at this time. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Minimal information regarding this valve was received and subsequent attempts to get additional information regarding the condition of the device at the time of the valve-in-valve procedure were unsuccessful; therefore, the clinical statements cannot be confirmed. In this case, the cause of the reported stenosis is most likely due to patient related factors. The patient history includes rheumatic heart disease, chronic atrial fibrillation and diabetes mellitis. Rheumatic heart disease (rhd) ends up affecting about half the people who have had rheumatic fever with carditis. The endocarditis in rheumatic fever is caused by an autoimmune process that affects many parts of the body in addition to the heart, and is triggered by a reaction to the streptococcal bacteria in strep throat. Most of the time, rheumatic heart disease is diagnosed 10 to 20 years after being "triggered" by acute rheumatic fever. Once rheumatic valvular disease begins, it tends to continually worsen over time. Repeated episodes of rheumatic fever can accelerate the deterioration of the patient¿s native heart valves. Overtime, rheumatic heart disease leads to heavy calcium deposits on the mitral and aortic valve. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was informed that a failing 25mm mitral pericardial valve was corrected in a valve-in-valve procedure. The pericardial valve had been implanted for a period of approximately six (6) years and three (3) months. The (B)(6) year-old patient is currently listed as hospitalized in stable condition.